Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient presented to office s/p 6 months complaining of swelling and pain. X-rays were obtained in office and showed broken plate. Surgeon brought patient to the or for removal of hardware and revision of mtp fusion using micro asnis 3.0mm crossing screws.